Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced error 23025 along axis 1 during calibration via matlab. The following parts will be replaced as a fix: axis 1 pot, axis 1 motor, and a1 motor cable. The root cause of the issue was attributed to a component failure. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or procedure video was provided for review. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted multiple recoverable error pointing to the master tool manipulator right #2 (mtmr2) axis. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure being converted or aborted. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia etep surgical procedure, the surgeon noted the right master tool manipulator (mtm) was not working on the surgeon side console (ssc). The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the errors logs and confirmed multiple recoverable errors pointing to the right mtm axis 1. The customer elected to use another ssc for the procedure. Isi followed up with the initial reporter and confirmed that the procedure was completed robotically using the second ssc with no injury to the patient.